Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver (nd) instrument had a broken cable at the tip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver (nd) instrument was analyzed and found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The complaint was confirmed by failure analysis.